Event description:
It was reported that the pump had housing damage and a loose charging port. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up at this time.